Event description:
It was reported that the patient received an inappropriate shock due to t-wave oversensing with reduced amplitude r-waves. The device was reprogrammed to a different sensing vector and the smartpass feature was programmed back on. Approximately one and a half years later the patient received another inappropriate shock due to noise that appeared to be myopotential related. They could reproduce the noise when pushing the palms together. Boston scientific technical services (ts) was consulted and discussed that all the sensing vectors appear to not be appropriate sensing for the patient. Subsequently a revision procedure was performed where the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were electrically abandoned and a transvenous implantable cardioverter defibrillator (ICD) was successfully implanted.